Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly and no damage on the keypad assembly noted. No button error alarm observed. The insulin pump was received with cracked battery tube threads, and cracked reservoir tube lip. Inspected the lcd connector and no unlock keypad connector was found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 109 mg/dl. No significant events leading to the alarm were observed other than the customer having worn the device in her back pocket, which she did all the time. Advised discontinuation of the insulin pump. Nothing further reported.